Event description:
Pt had some pain in his right knee. Recent x-rays suggested a loose tibial baseplate. Planned to revise tibia, but also found femur to be loose. Took out all components except patella.